Event description:
It was reported that surgical intervention took place on (B)(6) 2019 wherein the patient's inoperable ipg was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
(B)(4). Ipg serial number was included in multiple field advisories. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg would not communicate. The patient stated the ipg became inoperable which is why they stopped charging it. As a result, surgical intervention may take place to address this issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.